Manufacturer narrative:
Following abutment break, a fragment of the abutment remained blocked inside the implant. The practioner tried to use the rescue kit (inkitpret) but he failed to remove the fragment of the abutment. And he also broke the kit. That is why, ultimately, the practioner decided to remove the implant. The implant has been placed in 46 position on (B)(6) 2016 and has been explanted on (B)(6) 2019. Breakage may be the result of excessive force exerted on the prothesis.

Event description:
Following abutment break, a fragment of the abutment remained blocked inside the implant. The practioner tried to use the rescue kit (inkitpret) but he failed to remove the fragment of the abutment. And he also broke the kit. That it why, ultimately, the practioner decided to remove the implant.